Event description:
It was reported that following a coronary artery stenting treatment procedure, restenosis occurred and 10 months later death occurred. The patient had a 3.0x24mm liberte bare metal stent (bms) and a non-bsc bms implanted in 2006. One of the bms was implanted in the left anterior descending artery (lad) and the other in the left circumflex (lcx) artery. Approx four months later, the patient presented with angina and after a "positive gamma camera with ischemia", the patient had a taxus liberte drug eluting stent (des) implanted in the lad and a taxus liberte des implanted in the lcx due to intrastent restenosis. Antiplatelet therapy was administered before and during this procedure. Antiplatelet therapy was prescribed to the patient post procedure; however, it is unclear whether the patient was compliant with the antiplatelet therapy prescribed. In 2007, the patient died of a sudden death at home. There was no autopsy performed to confirm the cause of death

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.